Manufacturer narrative:
Age at time of event: 18 years or older

Event description:
It was reported that stent damage occurred. A 2.50 x 20 synergy stent was advanced for treatment; however, the stent struts were lifted up. The procedure was completed with different device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. A 2.50 x 20 synergy stent was advanced for treatment; however, the stent struts were lifted up. The procedure was completed with different device. No patient complications were reported and the patient status was stable. It was further reported that it was an 80% stenosed target lesion with >90 degrees bend in the severely calcified and severely tortuous left circumflex vessel.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.